Event description:
As reported by the user facility: event description: a0050-270c; 5/270 delivered its full amount of chemo 3-4 hours too soon.

Manufacturer narrative:
(B)(4). The actual sample has been received and the investigation is on going at this time. A historical review of the customer complaint database did not identify any adverse trends of the nature against the product code a0050-270c. A follow-up report will be submitted when the investigation results become available. (B)(4).